Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with 300cc mentor smooth round moderate profile saline breast prosthesis and experienced breast pain and deflation on an unknown side post-operatively. The deflation was diagnosed with a mammogram. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that a "no" was incorrectly selected in section d9 for the device being available for evaluation. Section d9 has been updated with a "yes" in this report for proper documentation. Manufacturer¿s reference number: (B)(4), section d9 was selected as "no" for the device being available for evaluation in the previous report when a "yes" should have been selected.

Manufacturer narrative:
On may 09, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample, sal smooth rnd diap 300cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).